Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was released from the hospital for having peritonitis. During follow-up, the patient¿s caregiver stated they noticed fibrin in the patient¿s peritoneal effluent fluid, and the patient was subsequently hospitalized for peritonitis. The patient¿s caregiver reported the peritonitis was not caused by the liberty select cycler or liberty cycler set, but rather some kind of break in sterility. The patient is continuing to receive intraperitoneal antibiotics (drugs, doses, frequency and duration not provided) during continuous cycling peritoneal dialysis (ccpd) therapy using the same liberty select cycler and is recovering from the event. Multiple attempts to reach the patient¿s peritoneal dialysis registered nurse to obtain additional information have thus far proven unsuccessful. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted hospitalization and antibiotic therapy. During follow-up with the patient¿s caregiver, causality was attributed to an unspecified breach in sterility, and not the liberty select cycler or liberty cycler set. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating the liberty select cycler or liberty cycler set caused or contributed to the serious adverse event experienced by the patient. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issue(s) or allegation(s) of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.